Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected battery out limit. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. Time and clock ok, no time or clock scrolling, beeping or vibrating anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump was alarmed battery out limit and the up arrow button was stuck. Customer stated the time continues to scroll on the display screen without user input. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 144 mg/dl at time of reporting. Nothing further reported.